Manufacturer narrative:
This report is being supplemented to correct information previously reported on the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned for evaluation. Olympus medical contacted the customer regarding product return. The customer reported the issue resolved when the system was disassembled and reassembled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii video system center was being prepared for use with a main computer monitor and a wall monitor. The customer reported that during preparation, the video system relayed an image to the wall monitor but no image on the computer monitor. The customer confirmed that the issue resolved, and that the device would not return for evaluation. No adverse effects to patient reported.